Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system sn (B)(6) was returned for investigation. Visual inspection found that the operator display screen and the ac main power switch were broken. Functional testing was not conducted due to the damage to the instrument. The most likely cause is attributed to misuse due to user error. Recommended care and handling of the instrument includes handling with care.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/20/2023, it was reported by a facility representative via sems(B)(4) that an ar-6480 pump screen is cracked. This was discovered during use with no patient harm.